Event description:
Asr revision to take place on (B)(6) 2011. Asr implants: unknown. Reason(s) for revision: unknown.

Manufacturer narrative:
Corrected: explant date. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
It was reported that the patient had a revision on the asr left hip implant. The reason for the revision is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Patient not yet revised.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: new etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint asr revision asr implants: unknown reason(s) for revision: unknown update from (B)(6) email (B)(6) 2012: products added, hip revised, type of revision asr revision left asr xl acetabular system update from (B)(6) email (B)(6) 2012: product added (cup) the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.